Manufacturer narrative:
(B)(4). It was reported the device was used in a calcified common femoral artery access site. The instructions for use, states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other proglide device is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of a calcified common femoral artery was attempted using a proglide device with a 6f sheath after an interventional balloon angioplasty procedure. Reportedly, a cuff miss occurred. A second proglide device was used and a suture break occurred. Hemostasis was achieved with a non-abbott device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. Although it was reported that a cuff miss occurred, the event is classified and analyzed as a suture retrieval issue as the difference between the two failure modes is often not discernable to the user thus confirms the reported event. A conclusive cause for the reported needle to cuff miss could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.